Manufacturer narrative:
(B)(4).

Event description:
It was reported there were coupling and/or communication issues while recharging as a result of the pt being overweight. The stimulator was not flipped. The stimulator was replaced with a non-rechargeable stimulator, and the pt was "extremely" happy with the new device.